Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that half height drawer 5.1 was not on the bus. At the station, the customer logged in, and in the storage space configuration, it was found that half-height drawer 5 was entirely missing. A field service engineer opened the back of the station, and there were no lights illuminated on the controller. A fse replaced all three boards: the pyxibus controller and two drawer boards. After rebooting and performing a firmware update, drawer 5.2 reappeared. The drawer was pulled again, and the retractor band was replaced. Drawer 5.1 returned and was configured in es. The customer conducted a complete inventory and recovered one pocket. Everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus and can't recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.